Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).